Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 concurrently with a vaginal hysterectomy and bilateral salpingo-oophorectomy due to stage ii uterine prolapse and stress urinary incontinence, and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, neuromuscular problems, and vaginal scarring. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted. It was reported that the patient underwent an exploration of the vaginal area with removal of the sling on (B)(6) 2012, due to erosion of a sling status post mesh procedure in the past, cystocele and rectocele. No additional information was provided.